Event description:
Caller states the customer tested with the nano system at 3:44pm (B)(6) 2013 and received a 44 mg/dl. Customer was feeling shaky and hot, and then passed out. The caller, her daughter, tested her again and received a 102 mg/dl at 3:52pm. Customer came to very shortly after passing out. Caller tested her again and received a 48 mg/dl at 3:57pm. A reading of 50 mg/dl was received at 4:04 pm caller tested her again at 4:09pm and received 67 mg/dl. Caller tested again at 4:33pm and received 79 mg/dl. Caller states the customer could not have self-treated. Caller gave the customer 3 sugar wafers, 2 oatmeal pies, and a glass of milk. Customer is feeling fine currently. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.